Event description:
The customer reported to olympus, a loaner device high-definition lcd monitor had image problem. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon was not duplicated, and a cause was not specifically identified. However, it was likely that the fan error occurred due to accumulation of dust found prior to repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.